Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a severe hypoglycemic event while using a continuous glucose monitoring (cgm) system integrated with the tandem t: slim x2 insulin pump in automated insulin delivery (aid) mode. According to the patient, both the cgm receiver and mobile application were displaying readings prior to sleep on the day of the event. However, the last known estimated glucose value (egv) was not documented. During the night, the patient became unresponsive. The patient¿s spouse attempted to wake her but was unsuccessful. Blood glucose measurement using a blood glucose meter (bgm) showed a reading of approximately 30 mg/dl. The behavior of the cgm display devices during this time was not described, and it is unknown whether any egvs, alerts, or alarms were present. The spouse administered baqsimi 3 mg prior to the arrival of emergency medical services. Paramedics arrived before midnight and administered intravenous fluids containing glucose. Following treatment, the patient¿s blood glucose level rose to approximately 70 mg/dl, and she began to feel better. It was at this point that the patient noticed the cgm sensor had failed. There was no mention of whether the display devices provided any visual or audible indications of the sensor failure. The paramedics remained on site for approximately one hour. At the time of this report, the patient was fine. Data was received but does not reflect full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.